Event description:
On 12/29/96, an erratic result for the phenytoin assay was reported, after being run on the analyzer. The original sample, which gave results of 0.0/0.0 mg/l, was reported as less than sensitivity. However, the account was uncertain if flags were given with the 0.0 mg/l results. The physician questioned the result and requested that another sample be drawn. The new sample gave results of 19/20 mg/l. Retesting of the original sample gave result of 19/20 mg/l. According to the account, all samples were run in sample cups and appeared clear, but they were not checked for fibrin. An observation of the sample probe showed that teflon was missing. The probe was later replaced by the account and fluidics checks passed. No report of medical intervention based on the first reported result. The account has stated they do not have access to pt info, such as age, sex, and weight. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the mxsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements inlcuded axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized inlcuded probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent packs, and ensuring proper sample and reagent handling. This is the final report.